Event description:
Dealer stating locking gas cylinders are allegedly locking. In speaking with the reporter it was learned the cylinder to the left swing arm was not pivoting and releasing. Piston is not releasing. Part was sent in order to repair and restore function. There was no harm or injury to the end user. Please note any further information will be sent in a follow up. It was also learned the device has just been issued to this end user in the past 3-6 months.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The owner's manual part number 1143190, rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.